Manufacturer narrative:
After further investigation, it was determined that the unknown intravenous set involved in this case was a non-baxter product. Therefore, no further analysis will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV (intravenous) pump set had air in line and subsequently broke while in use on a patient for an unspecified infusion. It was reported that the nurse noticed the air in line and ¿lightly flicked¿ the line to get rid of the air bubbles. As a result, the tubing broke, which caused a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.